Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a standard subpec tenodesis of the biceps long head procedure, after twisting the anchor mechanism to deploy, the anchor and drill guide were removed. The black and white cobraid did not appear to be attached to the anchor, and easily came out in their entirety with the drill guide and inserter. The sutures appear to have broken within the anchor. The sutures were not stuck in the cleat when the inserter was removed. The intact blue and white cobraid sutures were removed from the anchor and the anchor body was left in drill tunnel. Surgery was completed with a back-up device instead, the guide with a new anchor were deployed into the same drill tunnel without issue. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference case- (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The insertion tube has been severely damaged. The cleat is fully extended. The black/white suture has a fraying break in the middle making it into two pieces. The blue/white suture also has a fraying break at about its half-way mark but only half of it was returned. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of device's specification found the suture diameter and knot pull suture strength are specified and a certificate of analysis is required with each shipment. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.